Event description:
The suture was used during an unspecified procedure. Reportedly, the suture broke four days after surgery. The surgeon performed a re-operation to correct the condition. The surgeon stated he was not sure which suture caused the injury, u.s.s.c. Polysorb or u.s.s.c. Biosyn. The hosp has reported the pt's condition is satisfactory.